Event description:
It was reported patient lost effective therapy due to high impedances on all contacts of the leads. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.